Event description:
Related manufacturer report number: 1627487-2022-07132. It was reported that the patient's left t12 and l2 leads had high impedances causing ineffective therapy. Reprogramming was unable to resolve the issue. It was noted that the patient had a recent fall. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced. Effective therapy established post-operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against two of four leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8042800; lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8042800.